Manufacturer narrative:
Device evaluation: returned device was received in good condition with no appearance of any physical damaged. Left plunger case inside screw insert broken off. Device gave a motor rate error during the 12-hrs burn-in testing. The customer reported condition was confirmed. During the evaluation of the device it was found that the memory was full. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received indicating that a smiths medical medfusion pump's main board was bad because the errors aren't consistent, sometimes the pump fails and sometimes it doesn't. The pump was charged overnight and still had errors. There was no reported adverse event.